Manufacturer narrative:
Immucor field service engineer (fse) analyzed the instrument on (B)(6) 2019 and found maintenance issues that caused the inaccurate results. He found the rinse station jet to be leaking and in need of cleaning. In addition, the peri pump output was low. After correction and testing the instrument passed all field and qc tests. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2019, a customer reported a false positive rbo on an echo lumena instrument.